Event description:
Zenith three-piece modular graft was implanted in 2004. Pt had an aorto-iliac aneurysm, extending from the distal aorta to the left common iliac artery. The distal aorta was characterized by narrow segment, but viewing of the post angiogram observed only a slight restriction in the limb lumen on the ipsilateral side. Good inflow was observed, and no additional intervention was thought to be necessary. Patient returned to the hosp with a cold lower extremity and no pulse. An arteriogram performed noted from the ap view the right ipsilateral limb of the main body graft had an indentation at the junction of the 14 and 22 millimeter stent, noting significant stenosis in the limb. A catheter was placed for the infusion of tpa for 24 hours. The following day, films taken of the limb occlusion and progress of interventional measures to dissolve the blood clot noted some run-off through the limb. The tpa infusion through the catheter was continued. The following day, films taken of the limb occlusion and progress of interventional measures to dissolve the blood clot noted some run-off through the limb. The tpa infusion through the catheter was continued. The following day, the physician elected to deploy a self-expanding stent within the graft to further open the limb, and ensure flow to the extremity. Currently pt has good pulse in the leg and good run-off within the limb. A cat scan has been scheduled for two weeks to monitor the patency status of the limb.